Manufacturer narrative:
Corrections: notified date was (B)(6) 2026 and was updated. A hospitalization and life-threatening event did not occur and were remo ved from b2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen 1750.0 mcg/ml at a dose of 474.7 mcg/day via an implantable pump for intractable spasticity. It was reported that the internal tubing of the pump was primed during a catheter replacement surgery. The internal tubing was primed as well as the catheter access port (cap) chamber and catheter. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that regarding the report of the internal tubing of the pump being primed during a catheter replacement surgery, the reason for the catheter replacement was that the physician did a dye study at his office and determined that the segment of the catheter needed to be replaced. The replacement occurred (B)(6) 2026. The catheter was discarded.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-feb-2017, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.